Manufacturer narrative:
(B)(6).

Event description:
A patient's device was interrogated prior to generator replacement due to normal battery depletion and high impedance was found. The generator was replaced but was left programmed off due to the high impedance. The data from the explanted generator was reviewed and showed that the high impedance had been present prior to the replacement surgery. No known surgery has taken place for the lead.

Event description:
Additional information was received indicating that the patient underwent a lead replacement. The explanted lead was returned to the manufacturer for analysis and product analysis has not been completed to date.

Manufacturer narrative:
Device evaluated by manufacturer, correction data: supplemental report #1 inadvertently did not state that the device had been returned to the manufacturer.

Event description:
The explanted lead was returned in two portions and analysis was completed on the two returned lead portions. During the visual analysis of the returned lead, a coil break was identified approximately 26 mm from the electrode bifurcation. The coil break was analyzed under a scanning electron microscope (sem) and identified the area as having extensive pitting and mechanical damage, preventing identification of the coil fracture type. Abraded openings were found on the outer silicone tubing and provided a leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The set screw marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. With the exception of the observed discontinuity the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted